Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Visual and functional testing could not be performed because a sample was not returned for evaluation. Without a sample, it is not possible to isolate the root cause. Based on the customer¿s report, it is possible that bubbles were observed; however, we are unable to confirm this event. (B)(4).

Event description:
A nurse reported that air bubbles appear in the anterior chamber with "every case". There has been no patient harm. No product samples are available for return as they were discarded by the customer. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).